Event description:
During a parotidectomy procedure that the harmonic blade did not work. Replaced it with another blade. No adverse patient consequence.

Manufacturer narrative:
Based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the device was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was received. The indentified blade damage may have occurred from external contact during pre-op genereal use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use." The batch record was reviewed and no anomalies were noted during the manufacturing process. (510(k)#k012176)